Manufacturer narrative:
The returned module was evaluated. External visual inspection revealed no damage. The module failed functional testing, the module loses connection when the connector from the device is moved. X-ray inspection revealed no damage however the module could not be moved or stretched under x-ray. The customer complaint was duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previously confirmed issues related to this reported event.

Event description:
The customer reported intermittent spo2 signal. No patient impact or consequences were reported.